Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a worn angle wire, angulation in the "up" direction was out of standard. In addition to the foreign material found at the distal end of the clogged biopsy channel, the evaluation findings are as follows: insulation failure due to cut in the forceps elevator shrinkable tube, switch #1 was deformed, switch #3 had a scratch, the universal cord was corrugated, the gap on the "up/down" knob was out of standard due to a worn angel wire, the light guide bundle was abnormal, the plastic distal end cover was peel off, the charged coupled device lens had scratches, the bending section cover adhesive was broken, the coating on the connecting tube peeled off and the connecting tube was corrugated. Additional information received confirmed the customer inspected the instrument channel prior to procedure and performed reprocessing steps in accordance with instructions for use. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the gastrointestinal videoscope had reduced angulation. The issue was found during preparation for use for a diagnostic procedure which was completed with a similar device without delay. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found in the distal end due to a clogged biopsy channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the biopsy channel could not be identified and definitive root cause of the issue could not be determined, as there was not device deformation that might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance to the IFU, however, it is likely that the issue was the result of insufficient cleaning /reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.